Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jan 9, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) helical blade coupling screw would not thread into a helical blade inserter during an intramedullary (im) nailing of a proximal femur on (B)(6) 2017. The surgical team switched to another system (tfn). The surgery was completed without additional patient harm or surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The 03.037.024 lot number t116407 helical blade inserter and 03.037.026 lot number 9519389 helical blade and screw coupling screw were returned and reported to have not thread together. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. This complaint condition was likely caused by over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. The helical blade inserter exhibits some post production / acceptance wear and tear marks but overall appears to be in very good condition. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation of the inner diameter, the thread and an optical test of the burr shows that there are no issues by the helical blade inserter 03.037.024. A visual inspection of the thread at the 03.037.017 helical blade coupling screw shows the thread is damaged which could contribute to this complaint issue. No manufacturing issue was found during investigation. The coupling screw was determined to have post manufacturing damage. The coupling screw was manufactured in 1/2015 and is over two years old. The inserter was manufactured in 7/2015 and is over a year old. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.